Event description:
The customer reported an alarm fail message at power on self test (post). This is being reported due to malfunction of the alarm. This can results in a medical intervention. No patient involvement reported.